Event description:
It was reported the patient experienced ineffective stimulation and agitated pain. In turn, the patient stopped using her scs system for about a year. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads with the same lot number.

Event description:
Further follow up identified the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.